Event description:
A customer contacted beckman coulter inc. (Bci) reporting that they were having issues with the wash concentrate bottle bubbling with a small contained overflow in the unicel dxc 600 pro synchron clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
When the field service engineer (fse) arrived on-site (B)(4) 2011, the bubbling had stopped. The customer also complained of "low 17 psi errors and bubbles coming out of wash concentrate supply bottle" to the fse at time of service. Fse stopped and homed the instrument and emptied the wash concentrate and wash solution canisters. Fse observed the system successfully fill both canisters with no problems. Repair was verified per established procedures.